Event description:
Caller states that the patient tested 4.1 inr and 4.6 inr while a lab drawn within 15 minutes returned as 3.0 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.